Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (340 mg/dl). Customer stated they believe the cause for elevated bg levels is related to the pump or pump supplies. The customer declined to perform troubleshooting with tandem technical support. Customer administered an injection to address elevated bg levels. Reportedly, the customer changed their infusion set and things have been "going well".